Manufacturer narrative:
Other relevant device(s) are: product ID: 9735346r, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system tracked a frame and instrument. No faults were listed in the toolbox and there was nothing in the logs. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while setting up for a procedure, the camera was not tracking any instruments. A replacement camera was used for the case. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: serial number for product ID: 9735346r is (B)(4). If information is provided in the future, a supplemental report will be issued.